Event description:
The manufacturer received information alleging a ventilator's screen was blank. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's lcd screen was broken due to physical damage and was replaced to address the issue.